Event description:
It was reported that there was a lead integrity alert (lia) on the right ventricular (rv) lead due to sensing integrity counters (sic) and high-rate non-sustained episodes. Noise led to inappropriate detections. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.